Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the device failed due to a loose suture. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis revealed the posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by flatten posterior cuff tabs and damaged posterior needle barb. Cuff-to-needle tip detachment would have resulted in unraveled suture knot; the reported failure to retrieve the suture could appear very similar to the user as the reported loose suture. Therefore, the reported loose suture is confirmed. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.